Event description:
It was reported that the surgeon decided to revise due to a laminant problem in the insert. He swapped the poly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.